Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Receipt of the device is pending. The investigation is currently in progress.

Event description:
It was reported that the balloon ruptured and the device then separated. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop or balloon sleeve and there was no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. The device was prepped according to the IFU. The intended treatment site was btk. Details regarding patient anatomy are unknown and it is unknown if there were stents present within the treatment site or tracking path. The guidewire and device were delivered to the target lesion. It is unknown if there was any difficulty advancing the guidewire or device. The device was inflated to nominal pressure. Inflation was held for 2-3 minutes however the balloon burst. It is unknown what type of inflation device was used and unknown if this device was used successfully with other devices. The device was then attempted to be removed however the balloon did not follow the catheter straight away as the device had stretched and disconnected. Reportedly the balloon was only partially separated from the device and the balloon did not follow the catheter directly when removed. Medical intervention was not required to remove the balloon. It is unknown how many times the device was inserted into the patient and unknown if force was required when using the device. It is unknown if another device was used to complete the procedure and unknown if the procedure was rescheduled. There was no patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number and issue to date. The device was returned for evaluation. The hub was printed as expected and no visual defects were observed. A circumferential proximal bond break was observed. The break distance between the proximal bond and outer is 27 cm. There was a stretch in the inner observed at the break section between the proximal bond and the outer. A bunched inner noted inside the balloon. The balloon was bunched and a brown substance was observed inside the balloon. No other balloon defects were observed. No visual defects were noted to the distal tip. The balloon was inflated to 6atm however the device did not hold pressure as liquid leaked out through the break in the outer. The result of the investigation is confirmed. Based upon the available information a definitive root cause has not been determined. It is unknown if patient factors or procedural / handling techniques may have contributed to the reported event, however, the balloon did hold pressure for 2 minutes upon inflation as reported. Based on trending analysis performed no additional action is required at this time. The IFU states: device description: the savvy® long percutaneous transluminal angioplasty (pta) peripheral catheter family are a non-reusable coaxial design catheter with a semi-compliant balloon mounted on its distal tip. The hub/¿y¿ connector consists of a through lumen, allowing the catheter to track over a guidewire, and a balloon port, used to inflate the balloon. Indication for use: the savvy® long catheters are intended for balloon dilatation of the femoral, popliteal and infra-popliteal arteries. These catheters are not designed to be used in the coronary arteries. Directions for use: inspection and preparation: note: a 0.018¿ (0.457 mm) guidewire must be inserted in the savvy® long catheter across the balloon during any inflation of the balloon. Remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the balloon sleeve, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25%/75%) gently withdraw the catheter. As the balloon exits the vessel, use a smooth, gentle, steady, counterclockwise motion. If resistance is felt upon removal then the balloon and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. Apply pressure to the insertion site according to standard practice or hospital protocol for percutaneous vascular procedures. Warning: after use this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and with applicable local, state and federal laws and regulations. (B)(4).